Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated the device will not be returned to zoll for evaluation. The customer indicated they will not be repairing and have taken out of service for clinical use.